Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately eight years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history shows the modular head and acetabular cup were removed and replaced and a poly liner was implanted.

Manufacturer narrative:
(B)(4). This follow up report is being filed to relay corrected and additional information. Concomitant medical products - m2a-magnum pf cup 48odx42id/ pn us157848/ ln 136330, taperloc por lat fmrl 6.0x132/ pn 11-103201/ ln 514690, m2a magnum tpr adpr ti dia42-5 0/0mmt1/ pn 139256/ ln 263490. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.